Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image, air water channel with white residues in both sides and auxiliary water channel with white residues. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the reportable malfunction is component failure and the most probable cause of the malfunctions found during device evaluation "noise image" is traced to component failure and "air water channel with white residues in both sides and auxiliary water channel with white residues" is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a fuzzy image. This issue occurred during a therapeutic colonoscopy procedure. There was no delay and the procedure was completed with the same device. There were no reports of patient harm.